Event description:
Technician alleged no bed functions. No injury reported. Bed was out of service, in the storage area. Tech found ac power into the pcm board but no bed function. Tech replaced the pcm board to resolve this issue.